Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered eight inappropriate shocks for atrial fibrillation with rapid ventricular rate which exhausted therapy. The patient was admitted to the hospital following the shocks. Technical services noted that the device acted as programmed based on rate and zone set up. No remedial action was needed on the device, however medication to control the patient's atrial fibrilation was discussed. No adverse patient effects were noted.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information received indicates this device was explanted for an unrelated product performance issue reported in report # 2124215-2016-07943. No adverse patient effects were reported.